Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2408. Investigation findings code - 3221. The correct codes for this complaint are: medical device problem code - 1260. Investigation findings code - 3252 and 3243. This is a follow up report for these corrected codes.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.